Event description:
The sling was apparently mfg by guardian products. A brief summary of the incident is that the sling was used in conjuction with another MFR's lifting equipment. The MFR of the lift is sunrise machine & tool & their lifting product is called the pro-assist. The 309 sling was attached to a pt lifter that is not compatible. In our literature we clearly state that only original guardian equipment should be used with our slings & lifters. The guardian lifter has closed points of attachments & the other lifter in this incident uses open hooks.